Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was placed in a patient of (B)(6) in the cath lab and the patient was transferred to the medical intensive care unit (micu). The patient was coherent and not intubated. On the following day the md attempted to remove the iab and met resistance therefore the patient was sent to the or to have a vascular surgeon remove the iab. The dr. Noted something black inside the iab membrane. Iab successfully removed in or by vascular surgeon and the patient was transferred back to micu. Additional information received the patient was weaned down 1:4 and the iab was ready to be removed. After removal upon entering the micu the patient coded came back and coded again. Pt then went into cardiac arrest, multiple attempts to revive patient unsuccessfully. Family decided to stop life saving measures and the patient subsequently expired". Therapy was not delayed or interrupted. The patient did expire however per (B)(6) (cath lab nurse manager) the device did not cause/contribute to the patient's death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of removal difficulty is confirmed. The iab was returned with a damaged bladder consistent with removal difficulty. During the investigation, blood was confirmed within the iab helium pathway. The cause of how the blood entered the helium pathway was unable to be determined due to the returned state of the device. The root cause of how the blood entered the helium pathway is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This issue will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was placed in a patient of 170cm in the cath lab and the patient was transferred to the medical intensive care unit (micu). The patient was coherent and not intubated. On the following day the md attempted to remove the iab and met resistance therefore the patient was sent to the operating room to have a vascular surgeon remove the iab. The dr. Noted something black inside the iab membrane. Iab successfully removed in operating room by vascular surgeon and the patient was transferred back to micu. Additional information received the patient was weaned down 1:4 and the iab was ready to be removed. After removal upon entering the micu the patient coded came back and coded again. Pt then went into cardiac arrest, multiple attempts to revive patient unsuccessfully. Family decided to stop life saving measures and the patient subsequently expired". Therapy was not delayed or interrupted. The patient did expire however per (B)(6) (cath lab nurse manager) the device did not cause/contribute to the patient's death.